Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-nov-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to power up, and remote support service (rss) was offline. A field service engineer found that the device had no power going to the power supply, resulting in a black screen. The power supply was determined to be faulty. The fse checked the internal fuses and found them blown. After replacing the fuses with ones from a spare pas power supply, they blew again. The fse then replaced the entire power supply and tested the unit, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device failed to power up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.